Manufacturer narrative:
Date of this report is (B)(4) 2011. This closes out this report unless additional significant information is received.

Event description:
Consumer reports, she was using a tampon (absorbancy unspecified). Upon removal of the tampon, a piece broke off and remain inside of the consumer. She developed an unspecified infection and was treated with an unspecified antibiotic.